Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the aspiration was very poor during a procedure even after increasing the power. He altered the treatment plan from phacoemulsification to extracapsular cataract extraction. The patient presented postoperatively with severe corneal edema that has lasted 20 days. Additional information has been requested.

Manufacturer narrative:
The customer reported that the system had aspiration issues. The company service representative examined the system and was not able to replicate the reported event. The system was then tested and met all product specifications. The system was manufactured on april 22, 2016. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).